Event description:
During g3 nail surgery, the grommet in the tip of shaft projected, when the package of the reamer shaft (sterilization) was opened. Therefore, the surgeon changed the reamer shaft to another brand-new product.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.